Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer discarded the meter. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. Complaint initially reported by e-mail from (B)(6) ((B)(6)). Telephone contact made with the customer and customer is concerned with tests results of 297 mg/dl. The customer's expected fasting blood glucose test result is 103 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom; customer was advised of proper storage for products. The test strip lot manufacturer's expiration date is 08/26/2020 and open vial date is (B)(6) 2018. Customer had discarded the relion sk meter and the meter memory was not able to be reviewed for previous test result history.